Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that; "alaris pump not infusing accurately. Patient was on ivf at 10 ml/hour according to pump, but infused at a rate of 100 ml/hour per bedside nurse. Pump # (B)(4) sequestered and tagged for ces."